Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) states, the customer has refused repairs and the complaint can be closed.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that cardiosave intra aortic ballon pump(iabp) had malfunction during the recall, upon powering on, it would directly enter the diagnostic interface and could not access the preparation interface. There was no patient involved.